Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, caused injury and damages, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information provided indicated that there was perforation of the filter struts outside of the inferior vena cava (ivc) and the patient requires frequent monitoring. The patient is also reported to have experienced mental anguish related to the filter and lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. Additional information provided indicated that the filter was placed due to deep vein thrombosis and the development of a right perinephritic hematoma, requiring the cessation of the anticoagulants. The patient is also noted to have a left femoral permcath and the is lip near the confluence of the iliac veins. The filter was placed via the right common femoral vein and deployed under fluoroscopy with the tip of the filter at approximately the mid l2body region. The post placement cavagram was obtained which showed the filter to be in alignment with no tilt or twisting.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to perforation of patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter malfunction, knowing that if it does, little can likely be done. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional information provided on the patient profile form (ppf) indicated that there was perforation of the filter struts outside of the inferior vena cava (ivc) and the patient requires frequent monitoring. The patient is also reported to have experienced mental anguish related to the filter and lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. Information provided in the medical records indicated that the filter was placed due to deep vein thrombosis and the development of a right perinephretic hematoma, requiring the cessation of the anticoagulants. The patient is also noted to have a left femoral permcath and the is lip near the confluence of the iliac veins. The filter was placed via the right common femoral vein and deployed under fluoroscopy with the tip of the filter at approximately the mid l2body region. The postplacement cavagram was obtained which showed the filter to be in alignment with no tilt or twisting. The product was not returned for analysis. A review of the device history record (r0408102) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose ofa vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of nervousness, unease and worry. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.